Event description:
Reversible hepatotoxicity (grade 3) [hepatotoxicity] progressive disease [disease progression] partial response to treatment [therapeutic response decreased] case description: initial information received on (B)(6) 2015: this literature medical device case report was published in the european journal of nuclear medicine and molecular imaging by bellendorf et al., with the title: "safety and efficacy of selective internal radiotherapy with y-90 glass-microspheres in patients with progressive hepatocellular carcinoma (hcc) after failure of transarterial chemoembolization" and concerned 47 patients of unspecified gender and age treated with selective internal radiation therapy (sirt) with y-90 glass microspheres for progressive hepatocellular carcinoma (hcc). On an unspecified date, after a median of 2 (range 1-13) transarterial chemoembolizations (tace) the patients underwent sirt with y-90 microspheres, receiving 3.5 +/- 1.5 gbq with a liver target dose of 110-120 gy. Toxicity was recorded 4 and 12 weeks after the treatment and the treatment response was assessed 1 and 3 months after the treatment using mrecist. Among the 47 patients treated with sirt, 15 (32%) experienced reversible hepatotoxicity (> grade 3), 26 (55%) experienced treatment partial response and 9 (19%) were displaying a progression of the disease. The authors did not made any causality assessment between the events and therasphere treatment. The company assessed the events reversible hepatotoxicity and disease progression as serious (medically significant). Case comment: the event hepatotoxicity is listed whereas disease progression and therapeutic response decreased are unlisted according to the current instruction for use for therasphere. The company considers the event hepatotoxicity related to therasphere despite the concomitant underlying progression of the disease. Despite the limited information provided for the case, the company considers the event disease progression as not related to therasphere but due to the course of the underlying disease. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Reversible hepatotoxicity (grade 3) [hepatotoxicity] . Progressive disease [disease progression] . Partial response to treatment [therapeutic response decreased] . Case description: initial information received on (B)(6) 2015: this literature medical device case report was published in the european journal of nuclear medicine and molecular imaging by bellendorf et al., with the title: "safety and efficacy of selective internal radiotherapy with y-90 glass-microspheres in patients with progressive hepatocellular carcinoma (hcc) after failure of transarterial chemoembolization" and concerned 47 patients of unspecified gender and age treated with selective internal radiation therapy (sirt) with y-90 glass microspheres for progressive hepatocellular carcinoma (hcc). On an unspecified date, after a median of 2 (range 1-13) transarterial chemoembolizations (tace) the patients underwent sirt with y-90 microspheres, receiving 3.5 +/- 1.5 gbq with a liver target dose of 110-120 gy. Toxicity was recorded 4 and 12 weeks after the treatment and the treatment response was assessed 1 and 3 months after the treatment using mrecist. Among the 47 patients treated with sirt, 15 (32%) experienced reversible hepatotoxicity (> grade 3), 26 (55%) experienced treatment partial response and 9 (19%) were displaying a progression of the disease. The authors did not made any causality assessment between the events and therasphere treatment. The company assessed the events reversible hepatotoxicity and disease progression as serious (medically significant). Final assessment on 26-apr-2016: follow up information was requested to further investigate the event but no new information has been received. All follow-up reminders have been sent without answer. The report is final. Case comment: the event hepatotoxicity is listed whereas disease progression and therapeutic response decreased are unlisted according to the current instruction for use for therasphere. The company considers the event hepatotoxicity related to therasphere despite the concomitant underlying progression of the disease. Despite the limited information provided for the case, the company considers the event disease progression as not related to therasphere but due to the course of the underlying disease. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.